Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced hypoglycemia. Patient was unconscious and convulsing, with a blood glucose <40mgl (too low to determine). The patient was treated with a glucagon injection, IV fluids, and received food/drink in the emergency room. Patient advised to discontinue pump. Trouble shooting with customer technical support did not reveal any delivery issues, but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hypoglycemia and the pump cannot be ruled out as causing/contributing to the hypoglycemic event.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2014 with the following findings: no insulin delivery defect was found. Th last basal delivery was on 04/20/2014@8:39pm, tdd add up and equal the daily basal rate. The pump passes ¿ez-prime¿ operation and correctly displays ¿be sure set is disconnected from your body¿ before each prime operation. The pump reflected 24u after a 24hr on 1u/hr duration test. The product delivers within specification. Unrelated to the complaint, the pump powers ¿on¿ with a slightly dim tint display and a fully functional keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.